Event description:
Severely painful burning in the eye when putting in a contact lens that had been cleansed with ciba vision clear care, lot 90959. The toxic product was purchased in early 2009. Dose: filled contact lens case. Frequency: once. Dates of use: 2009. Diagnosis: clean contact lenses.